Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 472 mg/dl and then to 504 mg/dl despite having treated with a bolus. She also had a low blood glucose reading of 44 mg/dl and treated with food. The customer removed the insulin pump and switched to an older back up insulin pump. The drive support cap appeared normal and recessed. She declined troubleshooting for high or low blood glucose. She was assisted in reconnecting to the new insulin pump and was advised to call back if further issues occurred. The insulin pump was not replaced or returned for analysis.